Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrections to e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon ¿dark image¿ occurred because water entered inside the cable, and caused short-circuit and corrosion, which resulted in a communication failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head displayed a dark image. The issue was found during reprocessing. There were no reports of patient harm. This report is being submitted for the malfunction, dark image.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the malfunction mentioned in b5, the device evaluation found a bad cable, serial plate, and a faded coupler that needed replacing, as well as a failed water leak test from a cable. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.